Event description:
It was reported that the pump battery was depleting quickly. The customer experienced an elevated blood glucose (bg) level of 507 mg/dl. Cause was not known. Reportedly, the customer administered a manual injection to address elevated bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.